Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 3-1 and 3-2 were failed to open and all 4 sensors were failed. A field service engineer replaced the pyxibus module controller board (pmc). Drawer 3-1 tested successfully. Drawer 3-2 showed failure in both sensors. The drawer board and retractor band were replaced, but the issue persisted. The pmc board was replaced again, after which the unit passed all tests in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.